Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned instrument revealed that the outer shaft is undamaged. The outer shaft diameter complies with the specification. The stent is still crimped under the outer shaft and positioned well between the two radiopaque markers. A kink was observed in the device shaft at the kink protector, but this may have been induced during the return shipment. After straightening the kink a 0.018 inch reference guidewire could be fully introduced. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no manufacturing or material related root cause could be determined. It should be noted that, according to the IFU, pulsar-18 self-expanding stent system is indicated for use in patients with atherosclerotic disease of the femoral and infrapopliteal arteries and for the treatment of insufficient results after percutaneous transluminal angioplasty (pta), e.g. Residual stenosis and dissection.

Event description:
A pulsar-18 peripheral stent system was selected for treatment. The severely calcified lesion (90 percent stenosis degree) in the severely tortuous dorsalis pedis artery could not be crossed and the device was withdrawn from patients body.